Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter, receiver and the smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/18/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and transmitter has no voltage. The share log was downloaded and the reported event of loss of connection was confirmed. A root cause could not be determined.